Event description:
It was reported by service report that the call cable was removed from the back of the bed. No adverse consequences have been reported.

Manufacturer narrative:
Stryker field representative found that the communication cord appeared to be ripped off of the bed. The cord was replaced and the product was put back into service.